Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the pancreas for the treatment of pancreatic cancer on (B)(6) 2024. During the procedure, the sponge was popping out of the locking device. The sponge detached in the working channel of the scope when the tome device was advance through the biopsy cap. Reportedly, the sponge was retrieved using forceps. The procedure was complete with another of the same device. There were no reported patient complications as a result of this event.